Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via email indicating that their insulin pump alarmed no delivery several times. The customer's blood glucose level was 79 mg/dl at the time of the incident. Customer states the alarm occurred during bolus. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. Assisted customer in performing a 5.0u fixed prime. Customer states the insulin did exit. The customer did not return the product back for analysis.